Event description:
It was reported that during a knee replacement surgery, blood bled through the togas to two individuals. The bleed through was discovered at the end of case when taking off the toga and the fluid went through the scrubs and onto underwear of one individual and onto scrubs of the surgeon. There was no treatment given to either persons affected by this event.

Manufacturer narrative:
The togas were not returned to the manufacturer for evaluation. If additional information is received regarding this malfunction, a follow up report will be filed.